Event description:
It was reported that the device exhibited over-pressure problems. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not required. Functional testing was able to replicate the reported issue; the occlusion pressure was too low at 11.02psi. The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was to be recalibrated or replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.